Event description:
It was reported that the product became stuck in the sheath and the shaft broke. There was no pt injury recorded.

Manufacturer narrative:
The complaint sample was returned for evaluation. The shaft was broken approximately 275mm from the distal tip, there were also kinks close to the transition outer. The distal portion of the product was stuck in the sheath (which was returned with the product) the lot history record was also reviewed for the product, the lot met all release criteria. A definitive root cause could not be determined. However, it is possible that the user did not follow IFU instructions regarding caution to be taken when resistance is met. The IFU states: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met without first determining the cause and taking remedial action.